Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic segmentectomy, after fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with ligation. There was no patient consequence reported, no additional information could be provided.